Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0w90v, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0ytyq, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that when he was on program 1, he had pain in his left side like it was too strong even though the stim number was low. The patient was wondering what the difference was in the 4 programs. The patient catheterized once a day and usually had 500-600mg which was a lot. The health care professional gave him free reign to try different programs and tried them each program for at least a week. On program1, the patient had less coming out but he did not get the urge like how he did on program 3. He just forced himself to go. The patient noted it was working and he thought he had reached 50% or greater reduction of symptoms but was still cathing. The patient thought he needed to find the balance. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.